Event description:
Customer's wife reported a button error on customer's insulin pump. The buttons are sticky. The device also has scratches on the screen and missing parts on the reservoir and battery compartment. Customer's blood glucose was unknown. There were no significant events leading to the alarm. The physical damage is due to normal wear and tear. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No stuck buttons were noted. The insulin pump had broken battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).